Event description:
Caller reported experiencing a minimum fill notification while reloading a cartridge with less than 80 units of insulin remaining. There was no adverse impact to the customer's blood glucose level. Customer was educated about the minimum recommended insulin amount when reloading and understood the recommendation. While away from home without enough insulin to load a new cartridge or a backup form of insulin therapy, the caller was advised to consult with his healthcare provider for a backup insulin plan until returning home.